Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The last relevant calibration was performed on (B)(6) 2026 and was within the expected ranges. A non-roche qc material was used and found to be passing. Per product labeling, "repeatedly reactive samples must be confirmed according to recommended cdc confirmatory algorithms. " the sample was confirmed as a false positive following confirmatory testing. The investigation determined that there was no general product problem.

Event description:
There was an allegation of questionable reactive elecsys hiv combi pt results for 1 patient sample on a cobas 6000 e601 module. The initial result was 28.29 coi (reactive). The repeat result was 28.11 coi (reactive). The sample was sent to the local center for disease control and prevention (cdc) for confirmatory testing, and the result was negative. The result using enzyme-linked immunosorbent assay (elisa) on (B)(6) 2026 was non-reactive. The result of a rapid test (colloidal selenium) on (B)(6) 2026 was non-reactive. The conclusion of the confirmatory testing is: hiv antibody is negative. The questionable results were not released outside of the laboratory, as they did not match the patient's clinical diagnosis.